Event description:
During servicing of the device, the covidien customer support engineer (cse) evaluated the 840 ventilator and found it to be in a ventilator inoperative status. The date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery (bd) printed circuit board (pcb), which resolved the customer reported issue. The ventilator passed electrical safety tests, calibrations, extended self-testing (est), short self-tests (sst), and performance verification testing (pvt). Covidien ref.: (B)(4).